Manufacturer narrative:
Continuation of d10: product ID: cd9000, serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9230, serial/lot #: (B)(6). H3. Analysis found that there was a recharger failure, no ins secret key. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). Manufacturer representative's (rep) wireless recharger out-of-box failure. Rep reported he was setting up a new wireless recharger (wr) and the wr was unresponsive. When the rep turned the wr on the red light flashed and the green light comes on but it will not start a charge session. Technical services had rep reset wr and repair wr to the app, but the wr was still unresponsive. Additional information was received from representative stating they called to get the report number associated with the reported recharger issue. Tss provided the report number. The caller will follow-up with customer service to have the device removed from their trunk stock.